Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error when scanning the adc device. As customer was unable to obtain sensor readings, they developed symptoms of dizziness, headache, and "could not walk" and went to health center. The customer was treated with 6-8 ui of rapid insulin. There was no report of death or permanent injury associated with this event.